Manufacturer narrative:
Product analysis: "visual examination confirms implant assembly separated. Optical and microscopic examination of the implant reveals ratchet spring pocket broken. Optical examination reveals implant end component ratcheting catch features and ratchet spring pocket plastically deformed, suggesting tensile overload. Observations are similar to tensile overload samples found in (B)(4). Bone screw witness marks noted at the base of the separated component screw holes. Additionally, plate separation occurred intraoperatively during screw placement, testing determined that hyper angulated or off-center screw insertion could result in loads capable of disassembling the plates. This observation, in conjunction with the aforementioned plastic deformation of the mating ratcheting components is consistent with hyper angulated and/or off-center screw insertion resulting in the aforementioned plate disassembly. Conclusion: the above observations are consistent with hyper angulated and/or off-centered screw insertion, resulting in tensile overload of implant assembly."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an acdf procedure at c4,5,6. During implantation of the 40mm cervical plate, the surgeon noted a "click" while placing the last bone screw. The implanted plate was examined at that point and the surgeon noted that the plate was broken. The plate system was removed and replaced with another plate. According to the report, a thin silver metal piece came off of the plate and the plate was no longer working properly. All pieces of the broken plate were removed from the patient and the procedure was completed successfully. No patient complications were reported.